Event description:
Customer reported that she ran out of insulin while at work and wants to know what she needed to do to clear alarms. Caller stated that insulin pump is alarming no delivery and missed bolus. The blood glucose reading was 404 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.